Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited irreversible fault alarm while supporting a patient that was sitting down. The customer also reported that the freedom onboard batteries were charged and the freedom driver was plugged into the ac power when the fault alarm occurred. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited irreversible fault alarm while supporting a patient that was sitting down. The customer also reported that the freedom onboard batteries were charged and the freedom driver was plugged into the ac power when the fault alarm occurred. The customer also reported that the patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed a fault code that is associated with degradation of the u22 pressure sensor on the main printed circuit board assembly (pcba). Further investigation of the main pba confirmed that the root cause for the reported fault alarm was corrosion of the internal bond wires within the u22 pressure sensor. During functional testing, despite the corrosion of the u22 pressure sensor internal bond wires, the driver passed all cardiac output, right atrial pressure (rap), aortic pressure (aop), pulmonary arterial pressure (pap) and left atrial pressure (lap) performance metrics associated with nominal normotensive and hypertensive settings the main pcba was replaced, and the freedom driver passed all final performance testing. This failure mode posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The patient was switched to the backup driver without adverse impact. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.